Event description:
After submission of the initial MDR product was received on 12/8/2025 it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-339682 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that a signal loss occurred frequently (B)(6) 2025. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).